Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Patient presented with right knee pain, and upon x-ray surgeon opted to replace scorpio non nrg insert. Upon opening the knee to remove the insert, the surgeon noticed the post was broken off of the insert.

Manufacturer narrative:
An event regarding a fractured insert involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation; medical records received and evaluation: no patient medical records were available for review; device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies; complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient presented with right knee pain, and upon x-ray surgeon opted to replace scorpio non nrg insert. Upon opening the knee to remove the insert, the surgeon noticed the post was broken off of the insert.